Event description:
It was reported that a dexcom g7 continuous glucose monitor generated a sensor failed alert and, after the sensor was replaced, the new sensor failed to pair with the ilet bionic pancreas; customer care guided the user to toggle the cgm setting from g7 to g6 and back, then start the new sensor with code entry, after which the sensor was in pairing mode. Symptoms included no reported adverse clinical symptoms. Outcomes included no reported impact on clinical status or need for medical care. Investigation included technical troubleshooting and user guidance on device setup and pairing. Investigation of this case revealed that the pairing issue was addressed through configuration toggling and proper sensor start procedure. It was concluded that the event involved a pairing failure of the cgm to the ilet that was mitigated with troubleshooting, with no patient harm.